Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection revealed a clear piece of plastic in the drip chamber approximately one inch in length. Due to nature of the defect no other testing was performed. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink medication set had a pump of plastic in the drip chamber. There was no patient involvement. No additional information is available.